Event description:
Customer reports unexpected signature elite results: signature elite instrument gave pt result lower than ref/expected. Elite instrument unexpected result: 229. Ref elite instrument expected result: 414. Customer reports using "new heparin from baxter" and giving heparin to the pt that "did not help with the result". The customer reported they ran acceptable qc both before and after the case. No adverse event reported.

Manufacturer narrative:
(B)(4). MFR awaiting product return for further evaluation.